Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the some segments of the led display are not illuminating correctly. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that the top display is missing a segment. It makes a reading of 94% look like 44%. The middle segment of "8" segment led is missing. The device is able to engage in monitoring activities. No consequences or impact to patient.